Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. A computed tomography (CT) scan confirmed an infection at the evoke cap12 percutaneous lead implant site. The evoke scs system was explanted and intravenous antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm: model: 102878, catalog: 3008, lot/batch number: 9018427733, UDI: (B)(4). Expiration date: 09 dec 2026. Manufacture date: 09 dec 2024.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all the requirements for release.